Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hyperglycemia and diabetic ketoacidosis (dka) following a morning infusion set change and an overnight insulin depletion. The user was transported to the hospital by a caregiver where glucose was managed with an insulin and dextrose infusion. The user was discharged the following day.